Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the reported issue is most likely due to the effect of a considerable mechanical force caused by an impact or fall, collision with other devices. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal tip glass of the telescope is shattered. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.